Event description:
Following a rotablator procedure, the stent was placed for dissection in heavily calcified lesion. Appeared to be good result. Pt was taken to room. Early the following morning, pt became violently ill; severe abdominal cramps, renal failure, acidotic and expired. Pt did not exhibit EKG or enzyme changes. At this time physician is unsure if this event was related to stent placement.